Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels, up to 510 mg/dl. The cause of the elevated bg levels was unknown. Assistance was needed from the customer's mother to change supplies and administer manual injections to address bg levels. Customer declined to perform a system check with tandem technical support and reverted to manual injections for alternate insulin therapy.